Manufacturer narrative:
Information added/updated to section h6 (device code, type of investigation, investigation findings, and investigations conclusions). Additional h6 (type of investigation) code: labelling review. H3: device evaluation: the device was returned to edwards lifesciences for further investigation. Per product evaluation, "customer report of calcification and stenosis was confirmed. X-ray demonstrated wireform intact and heavy calcification on all three leaflets. Extrinsic calcific deposits were observed on leaflet 3 at the inflow surface of the leaflet. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 8mm on leaflet 2 at the inflow. Host tissue on the stent circumference was minimal in both inflow and outflow aspect. Calcification restricted leaflet mobility and led to stenosis. Hematomas were observed on the outflow surfaces of all three leaflets. Sewing ring cloth had multiple cuts around the valve. Multiple sutures remained attached to the sewing ring." H11: additional manufacturer narrative: a device history record (DHR) review was performed, and no relevant non-conformances were identified. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprosthetic heart valves (bhv) implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. Pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. Based on the information available, the most likely cause for calcification is patient factors, including hypercholesterolemia. Pannus/host tissue overgrowth is most likely due to patient factors and is unlikely to be related to a manufacturing non-conformance. There is no evidence to suggest an edwards manufacturing defect.

Event description:
Per the report received from finland, a 11500a29 valve implanted in aortic position was explanted after an implant duration of six (6) years and six months due to calcific degeneration, which led into stenosis. The patient presented with dyspnea before the reintervention. An unknown valve was implanted in replacement, and the patient was noted as to be discharged.

Manufacturer narrative:
H11: additional manufacturer narrative: h3: device evaluated by manufacturer: device evaluation anticipated, but not yet begun the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.